Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited high sensing threshold and lead noise was reproducible in clinic. The impedance was noted to be high and there was loss of capture. X-ray revealed lead abrasion. The lead was explanted. The patient was stable.